Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
In (B)(6) 2014 revision surgery was performed. The patient was operated on (B)(6) 2010 for left hip with the following: abg ii modular stem v40 short neck-biolox delta ceramic v40 femoral head, trident x3, trident psl ha solid back acetabular shell. In (B)(6) 2014 the patient underwent some examinations during which cystic formations were found and altered values of cobalt and chromium. For 2 times, in november 2014 due to a domestic trauma and in (B)(6) 2015 (no reason is reported), the patient underwent a dislocation and was treated with reduction in both cases. Currently the patient suffers from pain and from a 1,5 cm limb shortening